Manufacturer narrative:
The patient¿s age was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 days. The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to intracerebral bleeding. Pre-operatively, the patient was on an intra-aortic balloon pump (iabp) and high inotropic support. On implant day, the myocardium was inflamed and severe bleeding occurred, requiring a large amount of blood products. The chest was closed on the third day post implant. Recombinant factor 7 was used. Four days post implant, a small dose of heparin was started. The patient¿s inr was 1.6. The last reported activated clotting time (act) was 184 seconds. An unspecified time later, there was no neurological response from the patient upon stimulation. A CT scan on (B)(6) 2018 revealed an acute subdural hemorrhage in the left frontal parietal region causing mass effect and midline shift with decreased attenuation of brain parenchyma and associated linear hyperdensities along the sulcal spaces and fissures suggestive of a subarachnoid hemorrhage. No additional information was provided.

Manufacturer narrative:
The device was not explanted and was not available for evaluation. A direct correlation between heartmate 3 lvas and the reported events could not be conclusively established. The heartmate 3 lvas instructions for use (IFU) lists bleeding, stroke, neurologic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.